Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella cp support and during support, the impella crossed over into aorta and was unable to push back across aortic valve. The impella was removed. The patient survived the procedure.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. Based on the clinical details the root cause of positioning issue was most likely use related since the pump was accidentally pulled back into aorta.